Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device evaluation could not be conducted because the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Reviewing of the manufacturing records found there was no indication of product deficiency. When and how the dissection and hematoma formation occurred could not be ascertained; therefore, a possibility that the subject device caused or contributed to this incident could not be completely ruled out. Instructions for use states: - [warnings] use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels; and, - [malfunction and adverse effects] vessel dissection.

Event description:
It was reported that perforation occurred during a percutaneous coronary intervention (pci) to treat a tortuous and heavily calcified cto in the right coronary artery (rca). An asahi 8fr. Al guide catheter was engaged to rca and an asahi 8fr. Spb guide catheter was engaged to the left coronary artery (lca). Starting with antegrade, several asahi guide wires (wires a though d) were advanced with an asahi penetration catheter but all failed to cross the lesion. Because the al guide catheter was deeply engaged to the coronary ostium, it was exchanged to an asahi jr guide catheter in order to ease wire manipulation. A balloon was anchored to the conus branch and two guide wires (wires d and e) were advanced with the penetration catheter. Both wires could reach the proximal segment of the lesion, however, failed to cross. Switching to retrograde, an asahi microcatheter was delivered to the distal left anterior descending artery (lad) over an asahi guide wire via the epicardial channel. When the wires were reached #2, wire manipulation became difficult due to tortuosity of the collateral channel. The approach was switched back to antegrade. Through the penetration catheter, new asahi guide wires (wires c, d, e, h and I) were used to reach the distal #2. From the retrograde side, another asahi guide wire (wire d) was advanced in an attempt to perform reverse cart, however, both guide wires could not meet. An unsuccessful attempt was then made with a microbasket. Again from the antegrade side, unspecified guide wire was advanced with ivus guidance, however, went into false lumen. From the retrograde side, the wire e was advanced when it became trapped by calcium. Then the microcatheter was advanced over the wire e to release it from the trapping calcium. After successful wire removal, several unspecified guide wires were used to successfully cross the lesion. A new asahi guide wire (wire j) was used for externalization. Under ivus imaging, large dissection and hematoma formation was recognized in #1 through #4. A stent was deployed to seal the dissection/hematoma and reestablish the blood flow. Then the pci was completed. The patient recovered well and walked back home on (B)(6). In total, ten asahi guide wires (a though j) were used during the pci. Of those, wires a, e, f, h, I, and j are 510k cleared or similar products are commercially distributed in the us. For each wire, individual manufacturer report will be filed. This report is about wire f. (Wires b, c, d, and g will not be filed because these are not commercially distributed in USA, are not 510k cleared, are of different product family, and have different design and product performance characteristics from existing devices.)

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.